Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On october 21, 2021 mentor became aware that it erroneously submitted the incorrect country code for the initial reporter. The correct country code should reflect costa rica.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor saline prostheses placed experienced bilateral capsular contracture (baker grade unknown) post procedure. The capsular contractures were accompanied by a deformed appearance of the breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-08504 for contralateral prosthesis report.